Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there is a problem with his sensor. The blood glucose reading and sensor glucose readings are off. Customer also states that they kept receiving the threshold suspend.